Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation and bleeding blisters under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to remove the lifevest until the blisters healed. Follow up indicated that the patient's skin irritation improved upon removing the lifevest and applying rubbing alcohol and neosporin to the affected area.